Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: contrast medium is administered through cvc, which ends up by fracturing at the lumen level. Consequence of the incident: medical intervention. No additional information was available at the time of this report.

Event description:
The complaint is reported as: contrast medium is administered through cvc, which ends up by fracturing at the lumen level. Consequence of the incident: medical intervention.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.